Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, the issue was resolved using the same supplies. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 393 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.